Event description:
This is report 4 of 4 in this event. It was reported that there was a loose connection between a minicap transfer set and the minicap resulting in a leak of povidone iodine from the junction between the devices during use for peritoneal dialysis (pd) therapy. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not available; therefore, no device analysis could be performed. If additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).